Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 194 mg/dl. Upon troubleshooting, it was found that insulin exited the tubing during a fixed prime. A bent infusion set cannula was observed. The customer stated that she would change out the infusion set, reservoir and insulin, as well as the insertion site. She also observed blood at the infusion set's insertion site. She stated that she would return the infusion set and reservoir for analysis due to a possible occlusion. Nothing further reported.

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. The reservoir, snap-cap, and septum were inspected for anomalies; none were found. The occlusion test was run per specifications as follows: the reservoirs filled with diluent, and connected to a new infusion set, the reservoir connector was installed into an insulin pump. The insulin pump performed a manual prime, and there was visual fluid flow through the infusion set and out the catheter tip. It was concluded that the reservoir was not occluded.